Event description:
It was reported by china that during service and evaluation, it was determined that the motor device could not secure/lock cutter, ran in locked position and had cord damage. It was further determined that the device failed pretest for visual assessment, cutter lock assessment and safety assessment. It was noted in the service order that during pre-surgery, it was discovered that the device did not function, it started and stopped working. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not function, it started and stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device ran in a locked position. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).